Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient sample on a cobas e 801 analytical unit. The initial troponin result from line 1 was 185 ng/l. The sample was repeated twice on line 2 and the results were 11.4 ng/l and 12.4 ng/l. The sample was repeated on line 1 again and the result was 13.2 ng/l. The repeat results were deemed correct.

Manufacturer narrative:
The reagent lot number is 64240500. The expiration date was not provided. The field service engineer (fse) verified the analyzer's probe alignments, cleaned the rinse cups, checked the syringes, and ran internal checks and qc successfully. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.